Manufacturer narrative:
H4: the device was manufactured from april 1, 2019 - april 3, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume infusor was leaking after filling. The device was filled with an unspecified chemotherapy drug. There was no patient involvement. No additional information is available.